Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent moved on the balloon. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, upon opening the package, it was noticed that the stent was not secured on the balloon and was unable to use. There were no patient complications reported.